Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary fluid flowed into the 'mainline' bag. There were no further details of this event, and no patient harm reported.

Manufacturer narrative:
The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.